Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis pump underwent a thorough analysis. The pump was visually and microscopically examined, leak and functionally tested. The tubing was cut down to the pump block and was not returned. No anomalies were found with the pump. Based on the information available and analysis results, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) was not performing properly. The patient underwent surgery two weeks later and inspection revealed a crack in the left cylinder connecting tube. The pump was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) was not performing properly. The patient underwent surgery two weeks later and inspection revealed a crack in the left cylinder connecting tube. The pump was removed and replaced. There were no patient complications.